Manufacturer narrative:
This report is submitted on march 01, 2019.

Event description:
Per the clinic, the patient was sedated (type not reported) in order to perform a device integrity test on (B)(6) 2019.